Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, total delamination of valve and white particles in device inner surface. Leak test and microscopic analysis was performed which identified, total delamination of valve and one opening striated. Based on the device analysis, the final assessment is: total delamination of valve assessed, as adhesive failure. One opening striated in the side radius assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.